Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of "particulate matter (membrane ) in the vial" was confirmed. Visual and functional tests were performed and observed that the root cause was due to user piercing the vial several times, thus detaching a tiny part of the rubber in the vial. Therefore, labeling updates are not necessary. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter healthcare regarding the vialmate reconstitution device in which a particulate matter (membrane) was discovered in the vial. Of the vialmate (code the vial mate was attached to a piperacillin/tacobactam 4/0,5g. It was not specified when it occurred. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.